Event description:
It was reported by customer that while placing the accucath and the patient was complaining of pain so she removed the accucath and there was a hole in the needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a guidewire stuck in the flash notch of a needle is confirmed; however, the exact cause is unknown. One photograph of an accucath ace was returned for evaluation. An initial visual observation of the photograph showed the needle and guidewire were exposed and outside of the device housing. The guidewire was observed to be exiting the needle shaft at the flash notch. The coiled tip of the guidewire was observed to be damaged. The safety mechanism of the device was observed to have been activated, but the position of the guidewire appears to have prevented the full activation of the safety mechanism. Use residues were observed on the sample. While the guidewire of the device was observed to be positioned within the flash notch of the needle, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.